Manufacturer narrative:
Manufactures investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the left side rail was broken due to a broken litter weld. No pt involvement or adverse consequences are reported.